Event description:
It was reported that the device was entrapped on the guidewire, resulting in a perforation. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat peripheral arterial disease in the superficial femoral artery. During the procedure, the catheter became entrapped on the wire, as it could not be advanced or removed. The event caused a perforation, requiring additional intervention. It was further reported that the perforation location was in the tibial plateau. The perforation was stented, and the patient condition was stable post-procedure.

Manufacturer narrative:
B5: updatedh6 impact code: updatedh6 evaluation method codes: updated

Event description:
It was reported that the device was entrapped on the guidewire, resulting in a perforation. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat peripheral arterial disease in the superficial femoral artery. During the procedure, the catheter became entrapped on the wire, as it could not be advanced or removed. The event caused a perforation, requiring additional intervention.